Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet, resulting in physical damage with the device breaking into two pieces, and the user transitioned to backup multiple daily injections while a replacement was arranged. Symptoms included no reported changes in blood glucose and no alerts or alarms. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included collection of event details and coordination for device return. Investigation of this device revealed device damage due to accidental impact, consistent with external breakage of the housing or structural components, with no functional performance issue reported prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.